Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center discarded the impella product at the time of explant. No benchtop analysis of the root cause of the limb ischemia was possible; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of the limb ischemia was related to patient condition. The failure mode will be monitored and trended. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 52-year-old male patient presenting for cardiomyopathy. During impella support, it was noted that the patient developed upper limb ischemia. It was specified that the patient lost pulse in the upper extremity on the impella side after the pump was implanted through the axillary. To treat the ischemia, a sheath was inserted from the radial artery and blood flow was provided via ECMO. Patient support continued following the intervention.